Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that, after 3 months the dental implant was installed in intraoral region #4, its non-osseointegration was observed. Twenty ncm of primary stability was achieved and the implant was installed with immediately load. The patient presented bone type ii.